Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge¿ balloon catheter was advanced to dilate the lesion but the catheter was broken into the unspecified guiding catheter outside the patient's body. The patient's status was ok.